Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid videoscope exhibited image discoloration. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was on-site by olympus and the image discoloration was unable to be reproduced. The inspection did fine the device had intermittent no image displayed. Based on the results of the investigation, and since the image discoloration was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The definitive root cause of intermittent no image displayed could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.